Event description:
(B)(6) was notified of the adverse event described below. After evaluating the information received, (B)(6) has determined an adverse event was not related to a device manufactured, sold, or imported by (B)(6). Following 21crf803.22, we are hereby submitting (B)(6) notification of the event to cdrh. It was learned through medical records that a 29mm medtronic mosaic bioprosthesis valve implanted in the mitral position was explanted, patient expired in the operating room. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).